Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil broke during reposition during embolization. The patient underwent coiling treatment for a small saccular aneurysm located in anterior communicating artery (acom). It was reported that this coil used as the filling coil. After microcatheter was in placed and coil formed a basket in aneurysm. When position was repeatedly adjusted, it was found that the front part of the coil was broken, and the coil was withdrawn with the catheter. The operation was successfully completed another other type of coils. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The axium prime coil was returned for evaluation. There was no microcatheter, or accessories returned with the device. The axium prime coil was decontaminated. The actuator interface, positive load indicator, break indicator, and all crimps are present and intact. A break was found on the coupler tube between the positive load indicator and break indicator but retained by the release wire. This is indicative that a manual detachment attempt was performed at this location. Bends and kinks were found throughout the pusher. During analysis, the release wire was pulled back by pulling on the separated proximal segment and the detach element separated with no issues. The detach element was in good shape and detachment ball was measured to be within specification. The lumen stop and retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. The implant coil was found broken off from the detach element with stretching and damages throughout the coil with the polypropylene filament broken. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the axium prime coil analysis and on the event description, the customer report of ¿coil separation/break¿ was confirmed. The implant coil and polypropylene filament was found to be broken and separated from the detach element. The likely cause of the separation of the coil is the repeated adjustments. There were multiple bends and kinks found throughout the pusher, indicative of force used during repositioning. Per the instructions for use, ¿if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.¿ other possible causes could include pushwire rotation, or delivery through tortuous anatomy. Since the microcatheter was not returned for analysis, any contribution of the microcatheter to the coil separation/break could not be determined. Per our instruction for use (IFU): "slowly advance the coil out of the introducer sheath into the palm of your gloved hand and inspect for irregularities of the coil or the detachment zone. Due to potential risks of irregularities, a visual proof should be performed. If irregularities exist, replace with a new coil. Gently immerse the coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, in order to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and gently retract the distal tip of the coil into the introducer sheath. Handle the coil with care to avoid damage before or during treatment.¿ if information is provided in the future, a supplemental report will be issued.